Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure removal surgery). At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: case become incident. Essure removal done, reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), tooth loss ("tooth loss") and headache ("headaches") and was found to have weight increased ("10-15 lbs after having them done"). The patient was treated with surgery (hysterectomy - surgery to remove essure) and full dentures. Essure was removed. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia, tooth loss, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, headache, menorrhagia, pelvic pain, tooth loss and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), tooth loss ("tooth loss") and headache ("headaches") and was found to have weight increased ("10-15 lbs after having them done"). The patient was treated with surgery (hysterectomy - surgery to remove essure) and full dentures. Essure was removed. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia, tooth loss, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, headache, menorrhagia, pelvic pain, tooth loss and weight increased to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: headaches, 10-15 lbs after having them done. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and tooth loss ("tooth loss"). The patient was treated with surgery (hysterectomy - surgery to remove essure) and full dentures. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia and tooth loss outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, pelvic pain and tooth loss to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event "tooth loss" were added on (B)(6) 2020: process with fu 4 based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.